Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2006. The patient experienced multiple complications, including erosion, formation of scar tissue, dyspareunia, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that patient had a sling implanted on (B)(6) 2006 for cystocele, rectocele, uterine prolapsed, stress urinary incontinence, and urethral hypermobility by (B)(6). During this time the following procedures were also performed: hysterectomy, right salpingo-oophorectomy, and vaginal enterocele repair. Approximately six months after surgery, patient experienced bowel problems, pelvic pain and prolapse

Manufacturer narrative:
Date sent to FDA: 9/18/2019.